Event description:
It was reported that the plastic sheath that covers the balloon slipped off when the e-kit was being pulled out of the pt. A gi doctor was available and removed the sheath from the pt's stomach orally.

Manufacturer narrative:
Additional info will be provided once investigation is completed.